Manufacturer narrative:
Pump received with intermittent down arrow button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. Visual inspection shows damage is to the display window corner and not the lcd display window and no cracks on the reservoir tube window as reported by the user. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the pump has a crack at the reservoir window and at the lower right of the display. Customer does not recall any significant events leading to the error, but indicated that the pump alarms frequently. Customer's blood glucose was unknown at the time of incident. No further information was provided.